Manufacturer narrative:
(B)(4). (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The stated they went to sleep and while they were asleep, the sensor failed and his blood glucose went low. The patient stated he lost consciousness and his wife called emergency medical services (ems) when he did not respond. Paramedics arrived, administered IV dextrose, and then transported him to the hospital. He remained in the emergency room (ER) for several hours and was hypoglycemic and hypothermic. The bg finger stick value, duration of unconsciousness, and other treatment details were not specified. After staying in the hospital overnight, the following day he was discharged in stable condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.